Event description:
A call to technical services was made on 5/8/2013 stating that this lead was part of an off label use. As reported, representative asked if this lead would fit down a lead delivery system. Representative knew that this was off label . Physician tried this lead for rv delivery however it was a failed attempt. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).